Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue due to the constant error alarm. The power up self-tests were performed and they failed. There was a constant error alarm with an error code 45610 upon powering up the pump. The device was inoperable and failed all functional tests. The main board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 46510. There was no reported adverse event.